Manufacturer narrative:
Additional manufacturer narrative - the explanted device was not returned to manufacturer. Without return of the explanted device, the reported clinical observation cannot be confirmed. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Device evaluation: the device was returned to edwards for evaluation. Visual and x-ray observations confirmed the reported clinical observation of calcification. Heavy host tissue overgrowth was also observed on the tissue at the outflow aspect. Moderate host tissue overgrowth encroached onto the tissue at the inflow aspect. It was heavy at the stent outflow and moderate at the stent inflow. Host tissue fused the leaflets at all three commissures, approximately 2 to 5mm on the outflow aspect. Moderate calcification was observed at free margin and cusp area of leaflet 1 and 2. Method = x-ray. Additional manufacturer narrative: based on the return device evaluation, host tissue overgrowth and calcification restricted mobility in the leaflets and led to stenosis. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Event description:
It was reported that a 25mm bioprosthetic mitral valve was explanted after an implant duration of approximately 4.5 years in a (B)(6) female patient. The reason for explant was early structural dysfunction and calcification. The patient presented symptoms of cardiac failure (which started one year after the implant). As per the last echo report available ((B)(6) 2010), there was discrete central leak, a mean gradient of 17mmhg and a peak gradient of 24 mmhg. Echo also showed native tricuspid and pulmonary valves presenting regurgitation. The explanted device was replaced with a prosthetic valve. Patient's outcome has been reported as "discharged." There were no reported complications following implant.